Event description:
A report was received that the patient was experiencing pain and sensitivity at the pocket site and felt that the ipg had become more superficial. The physician prescribed lidoderm patches.